Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. Customer's blood glucose level was 587mg/dl. The customer administered a manual injection (mdi) to address bg level, and continued to use mdi as backup insulin therapy.